Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 134 to 176 mg/dl. Customer also received e-2 error message. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 119 mg/dl and 125 mg/dl. Verified storage of product is within instructed specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): 1:147mg/dl, (B)(6) 2015, 01:35pm; 2:176mg/dl, (B)(6) 2015, 08:59pm; 3:134mg/dl, (B)(6) 2015, 04:04pm; 4:lo, (B)(6) 2015, 04:03pm; 5:184mg/dl, (B)(6) 2015, 02:14pm. Adverse event not reported.

Manufacturer narrative:
(B)(4).investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strips were stored outside of recommended environment. Correction: conclusion code is no longer applicable and has been updated.

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 134 to 176 mg/dl. Customer also received e-2 error message. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 119 mg/dl and 125 mg/dl. Verified storage of product is within instructed specification since they are kept in the bedroom. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1:147mg/dl (B)(6) 2015 01:35pm . 2:176mg/dl (B)(6) 2015 08:59pm . 3:134mg/dl (B)(6) 2015 04:04pm . 4:lo (B)(6) 2015 04:03pm . 5:184mg/dl (B)(6) 2015 02:14pm . Adverse event not reported.